Manufacturer narrative:
A ge service rep performed an on site investigation. The backplane and generator interface board were replaced during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that the system had a communication error and locked up and had to be rebooted. There was no pt injury or death reported.